Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided, and the customer experienced a blood glucose (bg) level of 414 mg/dl; both high bg causes were unknown. Reportedly, the customer stopped taking insulin and performed a supply change to address bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.